Manufacturer narrative:
The surgeon provided the information that the patient's disease is most likely caused by an acute cytomegaly virus. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that 3.5 months ago the patient, a top athlete, underwent surgery due to an extensive anterior/posterior/superior labrum injury wherein the surgeon utilized four (4) fast-tak biocomposite anchors and two (2) swivelock biocomposite anchors to complete the procedure. When the surgeon saw the patient post-operatively everything looked normal, without any issues. However, at the most recent follow up appointment the patient had developed a serious condition (bleeding, clots, etc.). The surgeon reported that it was possibly due to an immunological condition. Update 02-jul-2020: the surgeon provided the information that the patient¿s issues were most likely caused by an acute cytomegaly virus. Update 08-jul-2020: it was further reported that the surgeon actually utilized five (5) pushlocks, ar-1923ps (lot10285636 - qty 3 and lot 10263269 - qty 2) and three (3) suturetaks, ar-1934bcf (lots: 10235880, 10294553, 10283790) during the initial surgery. Update 13-jul-2020: a published article was found which stated that the patient had been hospitalized for two weeks after falling ill during training and passed away on (B)(6) 2020. The article further described that prior to passing the patient was diagnosed with an autoimmune disease. The article did not mention the prior surgery utilizing arthrex¿s anchors and to date there has been no correlation found between that surgery and the patient¿s death.